Event description:
It was reported that post a stenting treatment procedure, thrombosis and acute myocardial infarction occurred. In (B)(6) 2009, the patient presented with stable angina and a percutaneous coronary intervention was performed in the right coronary artery (rca). The proximal to mid rca was direct stented with a 3.0x20mm taxus liberte stent at 16atms. The physician did not perform postdilation and the patient was discharged from the hospital the next day. In (B)(6) 2012, the patient presented with difficulty breathing and acute myocardial infarction. Angiography showed thrombosis in the mid portion of the 3.0x20mm taxus liberte stent. The physician inserted an intra-aortic balloon pump (iabp). While attempting to treat the thrombosis, however, the thrombosis migrated to the distal portion of the stent. The procedure was canceled and the patient was prescribed clopidogrel. No further patient complications have been reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).